Manufacturer narrative:
Correction: section h6: correction of analysis "investigation conclusion" code - should have been "cause traced to non -device related factors" instead of "no problem detected".

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2023-25455. It was reported that following implant, it was noted that the patient's surgical wound had not healed well, infection, erosion had occurred with redness swelling and an exudate. The implantable cardioverter defibrillator was exposed. The system was explanted. The patient was stable and was to receive a replacement at a later date following wound healing.